Event description:
Event: renal artery dissection. Event description: 40 yr old male patient underwent renal denervation procedure on (B)(6) 2026. After sonication of the left main renal artery, a dissection was noted in one of the branches of left main renal artery. It was confirmed that the dissection was caused due to inadvertent use of an oversized balloon (7 mm balloon in a 4.8 mm vessel) because of inaccurate measurement of the vessel diameter from pre-procedural CT scan. To manage the dissection, an onyx balloon (medtronic) was inflated at the dissection site for 3 mins to facilitate the reapposition of the dissection flap and to support spontaneous sealing of the dissection. The event resolved, patient was stable post procedure and discharged on (B)(6) 2025 after 24 hours of observation.